Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging a battery charge issue with his onetouch verio iq meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at lunch time on (B)(6) 2018. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). It was not reported if the patient made any changes to his usual diabetes management regimen when he was unable to perform a blood glucose test due to the alleged issue. The patient reported developing symptoms of feeling ¿dizzy and unable to think like he should¿ on the evening of (B)(6) 2018. The patient claimed he treated himself with an increased dose of 40 units of novolin in response to the symptoms. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented that based on the patient¿s testing frequency and usage, the battery needed to be recharged. The csr noted that the alleged issue was unable to be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.